Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the consumer did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an cataract extraction and intraocular lens (iol) implant procedure, she experienced blurry vision. She reported that she can't see at a distance or reading up close. According to the consumer, she was told by the doctor that "he wanted to do a laser and a glaucoma procedure at the same time as my cataract surgery but he was not able to do so, something about the shape of my eye."